Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. Visual observations revealed that the jaw-to-shaft pin was slight protruding out from one side. A test needle was inserted in the needle tray, no jam or issues were discovered, the needle moved smoothly in and out of the needle tray. Functional testing via actuation of the jaw lever revealed that the top jaw open/closes with no issues, however when clamping on test material to mimic clinical use, the jaws do not close fully, due to the failure of the jaw-to shaft pin confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin dislodging out from its space. This failure could be attributed to user technique. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. And at this time no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the jaws on the customer's expressew iii without hook would not close all the way during a shoulder arthroscopy. The case was completed with another like device. There were no patient consequences oe delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.